Manufacturer narrative:
One device sample was received without the original package. Under visual inspection no damage or other defects were detected on the sample. During the functional test it was detected that the distilled water did not pass through, the sample component was occluded. The complaint was confirmed/duplicated. It was unknown what caused the issue. No action was taken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that occlusion occurs during patient use. This occurred during patient use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.